Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is compact plus system, medwatch with (B)(6) is compact system.

Event description:
Caller reported blood glucose results of 23 mg/dl, 30 mg/dl, and 210 mg/dl within 10 minutes. Customer has a compact plus system and a compact system. He is unsure which system was used to obtain the results. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.